Manufacturer narrative:
Batch review performed on 07 february 2019: lot 157227: (B)(4) items manufactured and released on 20-jan-2016. Expiration date: 2021-01-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
About 1 month and a half the surgeon revised the patient for an infection. I&d and liner swap performed successfully.